Event description:
It was reported that patient was sent to the emergency department due to excruciating pain around the implantable pulse generator (ipg) site. Patient is currently doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.